Event description:
Clinical study. Target lesion 1 was identified in the mid to distal cx with 99% stenosis and a 3.3 mm reference vessel diameter. Target lesion 1 was treated with placement of a 3.0 x 12 mm taxus express2 8.8% drug eluting stent. Residual stenosis was 0% within the stented segment. There was a small side branch occlusion with no clinical sequelae. The pt was discharged the next day on plavix and asa. The pt expired 2 days later at home with myocardial infarction as the event leading to death. No autopsy was performed. No additional information is available.